Event description:
Incident (B)(6) 2026): while final tightening of the second 5.0 x 35mm facetfuse right side screw, the a/o shaft broke apart at the proximal end where the a/o handle attaches to the top of the shaft. Remedy: the severed top of the shaft was recovered and removed from the surgical site. The surgeon was able to connect the handle and complete the final tightening to the facet. The interruption to the case was brief, there was no harm to the patient. Instrument shipped to headquarters on march 26th, 2026.